Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in excellent condition. During the power up process and lcd testing, the reported problem could not be duplicated. However, the root cause of the reported issue was found to be that the power supply on the main printed circuit board has malfunctioned. However, no problem was found on the liquid crystal display. Repair was not needed for the customers reported problem. Main board positive supply reading meeting the required specs and no problem was found on the liquid crystal display. Performed preventative maintenance and all functional tests.

Event description:
It was reported that there was a system failure error and display faded. No patient injury was reported.